Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion tubing snapped near the luer lock during the night and the patient was unaware of it. She stated that this happens about once per month. No adverse event was reported. The infusion set was requested to be returned for product evaluation.